Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that an unknown zimmer screw fractured inside of the implant (tsvwh10). The implant had to be removed. The site was grafted and a new implant was placed. Tooth location 19.

Manufacturer narrative:
(B)(4). A tapered screw vent implant (tsvwh10) was returned for inspection with a mating cover screw and transfer mount and screw. The implant shows signs of damage and tissue attachment about the collar. The screws received were not fractured or damaged. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: ¿instructions for use for zimmer dental implant systems¿ 4894i rev 3-07/09 information identified: seating of prosthetic components internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm. Customer reports screw fractured inside the implant. The reported event of a fractured screw could not be confirmed as the received screws were not fractured and no portion of a fractured screw was found inside the cavity of the implant; however, there was a malfunction that was found with the fractured mount at the hex, which was not part of the reported complaint. A root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.